Manufacturer narrative:
The following fields were updated with additional information: d.4. Device material number: 302633; UDI number:(B)(4) d.2. Type of device: fmf; common device name: (B)(6) d.1. Device brand name: syringe solomed 3ml ll 22x1-1/4 w/sh sla g.5. 510k number: na b.5. Event description: it was reported that a syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged, but still operable. The following information was provided by the initial reporter: "identified a crack in the syringe. Client lost the medicine, luckily the syringe was not inserted in the patient."

Event description:
It was reported that a syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged, but still operable. The following information was provided by the initial reporter: "identified a crack in the syringe. Client lost the medicine, luckily the syringe was not inserted in the patient."

Event description:
It was reported that a syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged, but still operable. The following information was provided by the initial reporter: "identified a crack in the syringe. Client lost the medicine, luckily the syringe was not inserted in the patient."

Manufacturer narrative:
H.6. Investigation: lot number is unknown; therefore, DHR can not be performed. The picture provided was evaluated and it was possible to observe barrel cracked. The possible cause for this is a failure at syringe assembly station that caused the damage. To define and manage actions to correct the incident, the CAPA#1035416 was opened. Some actions performed: - perform synchronism adjustment on the transfer disk; - create a poka yoke to ensure staying in the correct position. - design new top disc guide after leak test - make top disc guide after leak test - design new bottom disc with accepted angle for cylinder entry - make lower disc with accepted angle for cylinder entry h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone numbers: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd syringe was damaged, but still operable. The following information was provided by the initial reporter: "identified a crack in the syringe. Client lost the medicine, luckily the syringe was not inserted in the patient."